Manufacturer narrative:
(B)(4).

Event description:
It was reported that during scheduled device upgrade procedure, upon interrogation; the right ventricular lead exhibited oversensing. The patient was asymptomatic from this. The lead was capped and replaced. The patient's condition was stable post procedure.